Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement and stent damage occurred. The 80% stenosed moderately tortuous and mildly calcified target lesion was located in the right coronary artery (rca). A 4.0x16mm taxus liberte stent was previously implanted in the rca lesion. The 4.0x38mm promus element stent was advanced but multiple attempts were unable to cross the implanted stent and the stent dislodged from the balloon. The physician attempted to pull out the dislodged stent with a 1.5x20mm maverick balloon but was unsuccessful. The 1.5x20mm maverick and a 4.0x20mm balloon were used to deploy the dislodged stent. Upon deployment, the stent became foreshortened or "longitudinal compression". The procedure was completed was a 4.0x20mm promus element that was used to overlap the lesion. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).